Event description:
Additional information was received from a manufacturer representative (rep) reporting that the device was returned/placed in the mail and the cause is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins), serial number: (B)(6), found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) called intra-op during the implantable neurostimulator (ins) replacement. They indicated 0-3 electrodes were out of range (avoid) and showing no impedance values. After disconnecting and wiping down a few resolved but electrode 3 was out of range and this was used during programming. Electrode 11 (right side) seemed to have a chronic issue. The rep reviewed pre-replacement impedances, which were all in range between 974 ohms to 1370ohms. After multiple re-insertion attempts, requested the old end of service (eos) ins be tried. The 8840 was used to observe impedances, which were all normal except for electrode 11. The new ins was attempted again with electrode 3 out of range/high. At this time, they replaced the out of box ins and the impedance issues resolved. They are wondering if something had entered the ins port causing the 3 electrode to be defective. They will be returning the ins. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the manufacturer representative (rep) called intra-op during the implantable neurostimulator (ins) replacement. They indicated 0-3 electrodes were out of range (avoid) and showing no impedance values. After disconnecting and wiping down a few resolved but electrode 3 was out of range and this was used during programming. Electrode 11 (right side) seemed to have a chronic issue. The rep reviewed pre-replacement impedances, which were all in range between 974 ohms to 1370ohms. After multiple re-insertion attempts, requested the old end of service (eos) ins be tried. The 8840 was used to observe impedances, which were all normal except for electrode 11. The new ins was attempted again with electrode 3 out of range. At this time, they replaced the out of box ins and the impedance issues resolved. They are wondering if something had entered the ins port causing the 3 electrode to be defective. They will be returning the ins. No patient symptoms were reported.